Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Der states that the total knee patellar component was found to be displaced from its originally implanted position. The three pegs of the sigma oval dome patella were sheered off of the bone component and remained in the bone while the dome portion of the patella was floating free. The three pegs were removed from the bone by the surgeon. All pieces of the patella implant were removed from the patient. The surgeon elected not to implant another patella button.

Manufacturer narrative:
The device associated with this reported event was not returned for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.